Event description:
Reportedly, in (B)(6) 2015, the patient was involved in a car accident (hit by a truck had his leg broken). The accident was significant enough to break the airbag in his car although the patient himself did not particularly have physical impact around the chest area. After this accident, the patient started frequently complaining of health problems. On (B)(6) 2016, the patient was examined at the hospital after his use of a holter monitor: it was found that pacing waveforms were missing at multiple points. Although no particular irregularities were noticed during the pacemaker check performed on this day, ventricular oversensing was suggested by the data recorded in the device memory. No lead fracture or loose connection of the ventricular lead was shown by cine imaging. While malfunctioning of the pacemaker was suspected by the physician, it was also considered likely that the suggested oversensing was attributable to the ventricular lead since no oversensing was reproduced during the pacemaker check. It was decided to perform a procedure on (B)(6) 2017 to replace both pacemaker and ventricular lead. During the procedure, after the pacemaker was taken out from the pacemaker pocket, it was confirmed by a lead pull test that the ventricular lead was securely connected to the ventricular port of the pacemaker. After disconnection from the pacemaker, the ventricular lead was tested by a pacing system analyzer. The lead measurements were normal and showed no changes even when the lead was touched during the measurement. For implantation of a new ventricular lead, a puncture was made in the vein through which the pre-existing leads were implanted. However, a sheath would not be inserted into the vein and the patient had pneumothorax while the difficulty in sheath insertion. The physician gave up implantation of a new ventricular lead, considering the fact that when the pre-existing ventricular lead was implanted, a considerable difficulty was encountered in finding an implant site where satisfactory measurements were obtainable for both ventricular threshold and r-wave amplitude. As such, the patient was treated in the following ways based on the physician¿s decisions: only the pacemaker was replaced while the use of the pre-existing ventricular lead was continued. The ventricular sensitivity of the new pacemaker was set to 10 mv and pacing mode to vdd. The use of a holter monitor was also decided for monitoring purposes. These decisions were supported by the presumption that the ventricular lead may have been affected by the atrial lead, whose lead tip had been slightly dislocated after the aforementioned car accident in (B)(6) 2015. As the measured r-wave amplitude was as satisfactory as 20 mv, it was decided to prevent oversensing in the ventricular channel by lowering the ventricular sensitivity (i.e. Setting a higher value for the parameter). The subject pacemaker will be returned for analysis.

Event description:
Reportedly, in (B)(6) 2015, the patient was involved in a car accident (hit by a truck had his leg broken). The accident was significant enough to break the airbag in his car although the patient himself did not particularly have physical impact around the chest area. After this accident, the patient started frequently complaining of health problems. On (B)(6) 2016, the patient was examined at the hospital after his use of a holter monitor: it was found that pacing waveforms were missing at multiple points. Although no particular irregularities were noticed during the pacemaker check performed on this day, ventricular oversensing was suggested by the data recorded in the device memory. No lead fracture or loose connection of the ventricular lead was shown by cine imaging. While malfunctioning of the pacemaker was suspected by the physician, it was also considered likely that the suggested oversensing was attributable to the ventricular lead since no oversensing was reproduced during the pacemaker check. It was decided to perform a procedure on (B)(6) 2017 to replace both pacemaker and ventricular lead. During the procedure, after the pacemaker was taken out from the pacemaker pocket, it was confirmed by a lead pull test that the ventricular lead was securely connected to the ventricular port of the pacemaker. After disconnection from the pacemaker, the ventricular lead was tested by a pacing system analyzer. The lead measurements were normal and showed no changes even when the lead was touched during the measurement. For implantation of a new ventricular lead, a puncture was made in the vein through which the pre-existing leads were implanted. However, a sheath would not be inserted into the vein and the patient had pneumothorax while the difficulty in sheath insertion. The physician gave up implantation of a new ventricular lead, considering the fact that when the pre-existing ventricular lead was implanted, a considerable difficulty was encountered in finding an implant site where satisfactory measurements were obtainable for both ventricular threshold and r-wave amplitude. As such, the patient was treated in the following ways based on the physician¿s decisions: only the pacemaker was replaced while the use of the pre-existing ventricular lead was continued. The ventricular sensitivity of the new pacemaker was set to 10 mv and pacing mode to vdd. The use of a holter monitor was also decided for monitoring purposes. These decisions were supported by the presumption that the ventricular lead may have been affected by the atrial lead, whose lead tip had been slightly dislocated after the aforementioned car accident in (B)(6) 2015. As the measured r-wave amplitude was as satisfactory as 20 mv, it was decided to prevent oversensing in the ventricular channel by lowering the ventricular sensitivity (i.e. Setting a higher value for the parameter). The subject pacemaker will be returned for analysis.